Event description:
The device was used during a lobectomy procedure. The anchor blocks broke. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.